Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states it was reported that during field change order (fco) upgrade that the device will not turn on. The customer attempted to change power cord and the device still is unable to power on. Trouble shot with customer to verify that ac power is present. If ac power is present, replace the power supply. If ac power is not present, replace the ac inlet. The customer is requesting part numbers for both ac inlet and power supply. The rse provided parts per customer request. The customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device will not turn on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states it was reported that during field change order (fco) upgrade that the device will not turn on. The customer attempted to change power cord and the device still is unable to power on. Trouble shot with customer to verify that ac power is present: a. Disconnect ac power. B. Remove emi shroud. C. Reconnect ac power. D. Verify that ac voltage is present between the blue and brown wires coming from the ac inlet. E. If ac power is present, replace the power supply. If ac power is not present, replace the ac inlet. The customer is requesting part numbers for both ac inlet and power supply. The rse provided parts per customer request. The investigation is ongoing.